Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A nurse reported that the same system messages were displayed several times in (B)(6). Timing of the events and patients impact are unknown. No further information will be provided. This is one of two reports being filed for the same facility. This file is for all the procedures occurred in (B)(6) 2016. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
The cassette lot number was not provided; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing will not be performed. The centurion vision system operator's manual provides the following in regard to unable to achieve iop (intraocular pressure) issues: aspiration, phaco power, and vitrectomy cutting are unavailable. Recommended solutions: 1. Check for irrigation path obstructions. 2. Replace the cassette. 3. If condition persists, note advisory number and contact alcon technical services. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).